Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the down arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 03/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during testing, the down arrow keypad button was confirmed to not give tactile feedback; all other keypad buttons responded properly. The keypad cover was removed, and the button contact was observed to be damaged. The complaint was duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
(B)(6).